Event description:
It was reported that the ventilator had a failing air gas module. There is no info if it was connected to a patient during event. (B)(4).

Manufacturer narrative:
More info surrounding the event have been sought but not yet received. A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).